Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that for 4 weeks the infusion device has not properly displayed e4 (occlusion) error. She has experienced elevated blood glucose of up to 400 mg/dl. Her normal blood glucose range is 100-120 mg/dl. She removed the headset and bolused and no insulin flowed through the infusion set and no e4 was displayed. She changed the infusion set and bolused to lower her blood glucose. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.